Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did locate one similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawers 4.1 and 4.2 were not detected on the communication bus. A field service engineer removed the back panel and found that none of the drawer controller boards had power. The t-board was tested independently and confirmed to have no power. The fse replaced the t-board and rebooted the device to resolve the issue. All controller board lights illuminated correctly. The bus wire was inspected for damage, and no marks were found. The device was rebooted into the es application, and the customer successfully inventoried the drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawers 4.1 and 4.2 failed, and all cubies within these drawers were not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.